Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative regarding the patient reported that prior to the trial the patient had swelling around the left ankle which had now returned. No troubleshooting was performed as the patient no longer had the trial device. The issue was not resolved at the time of report. It was advised the patient speak with their doctor. Follow up information received from the healthcare professional (hcp) on (B)(6) 2017 clarified that the trial patient had diarrhea after the trial placement resulting in kidney issues. The patient did have some low back, muscular discomfort which could be related to the [illegible] renal function. As an intervention for the pain, shortness of breath, nausea, and kidney issues, the patient presented to the emergency department (ed) and was given fluids.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported that they had the stimulation too high and experienced discomfort. They felt better when they turned it down from 0.7 v to 0.6 v. It was further reported on 2017-mar-16 that the patient was uncomfortable with stimulation, had pain in their neck, shoulders, and lower back, had a shortness of breath, and nausea. They lowered the stimulation to 0.1 v, and stated they felt better. On (B)(6) 2017, the patient mentioned that they had felt pain in their back and were now admitted in the hospital. They indicated that this might have affected their kidneys. The stimulation was turned off on (B)(6) 2017, and were now under the care of nurses. It was noted that the patient would be calling the healthcare provider on 2017-mar-20 to schedule a lead removal appointment. These issues occurred during the basic evaluation that began on (B)(6) 2017, and were not resolved. There were no further complications reported as a result of this event

Event description:
Additional information received from reported that after the trial evaluation was done, the patient had a heart attack, kidney failure, and liver failure.the issue was not resolved at the time of report. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.